Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was receiving frequent low flow alarms on the day of the implant. Volume was given. It was noted that during implant every time the chest was closed, the pulsatility index (pi) dropped and the surgeon had to reposition and secure the pump. Three days later, the patient experienced more low flow alarms and had a syncopal episode while sitting on the side of the bed. An echocardiogram (echo) revealed that the left ventricle was severly depressed. The speed was increased and volume was given. The cardiologist plans to repeat ramp echo and assess inflow during patient position changes.

Manufacturer narrative:
The specific causes for the reported low flow alarms and a correlation to the lvad could not be conclusively determined as the pump was exchanged approximately five months after the report of low flow alarms. The pump was returned and evaluated under MFR report number 2916596-2014-02227. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.